Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer tried to deliver insulin with prime but no insulin came out. The customer's blood glucose level was reported to have been 420mg/dl, and as high as 496mg/dl. Troubleshoot was reported to be conducted. It was reported that the device passed testing. It was reported that the customer had concerns of piston stalling. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No prime or fill anomaly was noted. All operating currents were within specification. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.